Manufacturer narrative:
The hakim valve (ID 823116 ) was returned for evaluation. Device history record (DHR)- product code 82-3116 with lot 4323033, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, biological debris in valve mechanism was noted and scratches in the silicone housing over the valve casing was also noted. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve failed the test for programming, the cam mechanism did not move during the programming process. The silicone was cut just after the valve casing. The cam mechanism was gently moved. The valve was retested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the cam mechanism, on the spring and on the base plate. The cam magnets were controlled per process and failed. Root cause analysis- the root causes for the programing issue reported by the customer was due to the biological debris and protein build up interfering with the valve mechanism and the abnormal polarization of the cam magnets. The root cause for the abnormal polarization noted during the investigation, was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Event description:
N/a.

Event description:
A facility reported a hakim valve (ID 823116) removed from patient after it was unable to be reprogrammed. 3 different programmers were used to try to change the settings from 120 to 50. The issue was found after implantation. Valve was implanted on (B)(6) 2023 and removed on (B)(6) 2023. The patient experienced enlarged fontanelle and vomiting due product problem. Patient¿s condition is fine since revision of hakim and implantation of new certas valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.